Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room after receiving multiple inappropriate shocks for atrial fibrillation with rapid ventricular response. Programming changes were made. No further information is available.